Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin dripping or squirting from end of set before connecting at their site. The customer¿s blood glucose level was 264 mg/dl at the time of the incident. Customer other blood glucose was 67 mg/dl. Based on customer's report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.